Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00141, 2030404-2017-00036, 3005334138-2017-00142, 3008452825-2017-00186. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The volume of the left atrium was created and the left veins were isolated when the effusion occurred. An echocardiogram revealed an effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was followed in the clinic. There were no performance issues with any abbott device.